Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo superficial femoral artery. Once at the lesion the 7x60mm armada 35 balloon dilatation catheter ruptured during the first inflation at 8 atmospheres. Another same size armada 35 was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.